Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of over 600 mg/dl. Customer was hospitalized due to high blood glucose. Customer was hospitalized for observation only as customer got dizzy and fell and hit her head. Customer was wearing insulin pump at the time of hospitalization. Customer believes high blood glucose was caused by bad insulin as customer was on vacation and kept insulin in purse. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).